Event description:
The pump was returned for investigation. Investigation revealed a display screen issue and a damaged connection in the internal components. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was dim and discolored. Additionally, the pump was unable to pair with a test meter and a warning was emitted. The pump cover was opened and an intermittent connection was found in the internal components. The connection was made and the pump was able to pair with the meter. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).